Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed loss of capture and noise. Insulation damage was suspected. A decision has been made to perform a revision procedure in the near future. No adverse patient effects were reported. I received a call on (B)(6) april 2013 late morning. The question was why is the lv lead impedance 555ohms when the lv lead was clearly fractured under cxr? I immediately called up (B)(4), ap tech services for discussion and proceeded to interrogate the patient on that afternoon. The running ECG of the patient was asrvp. The patent was 100% dependent and the rv lead was set to unipolar pacing since 2010 because rv lead impedance in bipolar configuration was <100ohms and there was no capture at maximum in bipolar configurations.

Manufacturer narrative:
When additional information becomes available, this event will be updated.